Event description:
During an intramedullary tibial nailing procedure, the surgeon noted what appeared to be a stone inside the cannulation of the tibial nail at the level of the proximal transverse locking hole in the distal end of the nail. The surgical team didn't notice this contaminant until they were trying to insert the tibial nail into the pt's tibial canal over the 2.5 mm synream reaming rod. The nail would not advance over the reaming rod any further than the aforementioned locking hole as there was something that looked like a stone lodged inside the cannulated nail. The surgeon then took the nail off the reaming rod and discovered this "stone" inside the nail's cannulation. Not knowing whether it was sterile or contaminated/unsterile, the surgeons chose to "clean" the end of the reaming rod that came in contact with the tibial nail whilst leaving the reaming rod in situ in the pt's tibial medullary canal and chose to remove this nail from the sterile field. They then chose to open another nail of the same diameter (10mm) but shorter (315mm) and inserted this nail into the tibia over the same synream reaming rod. The rest of the procedure went as per normal for implantation of an expert tibial nail.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn, as no device was returned, and no lot number was provided.